Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Should have been (B)(4) 2011 rather than (B)(4) 2011.

Event description:
It was reported that the patient experienced dizziness. The atrial lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.